Event description:
Additional information received reported that the patient never had therapeutic benefit from the left side leading to shakiness over the past month. The patient had also fallen three days ago. Impedance over 10,000 ohms was seen on all electrode pairs including contact 0 on the left side. The patient continued to have problems and the decision was made to replace the neurostimulator. The neurostimulator was replaced and the patient was doing fine, with normal impedances. There was no patient injury and the patient recovered without sequela.

Event description:
Additional information received reported that the cause of the event was still unknown. No source of possible electromagnetic interference had been identified. A manufacturer representative stated that the last he heard, the patient had not reported any problems since the visit and was doing fine with his deep brain stimulation therapy.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lead model 3387s-40 lot# v100718 implanted: (B)(6) 2008 explanted: na, lead model 3387s-40 lot# v100718 implanted: (B)(6) 2008 explanted: na, extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted: na, extension model 7482a51 serial# (B)(4) implanted: (B)(6) 2008 explanted: na, programmer model 37642 serial# (B)(4), adaptor model 64002 lot# n287453 implanted: (B)(6) 2011 explanted: na.

Event description:
It was reported that the patient was not able to adjust stimulation. The display showed a "call your doctor" icon. An out-of-regulation (oor) condition was reported. This only occurred once while the patient was at home. Impedances were normal, and movement and palpating did not cause stimulation changes. During programming, the patient's settings automatically went back to 0.0 volts. It was possible that this was caused by a parameter change or an improper session exit. It was noted that stimulation was functioning as intended, with the exception of the oor. Additional information received reported that the patient went to see his neurologist. Impedances were fine and the battery was full. The patient's device was turned on and within 10 minutes, it turned itself off and the patient's tremor returned. The patient was turned back on and sent home. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Analysis of the neurostimulator model 37601 (B)(4) found no anomaly. Analysis of the adaptor model 64002 lot n287453 found broken conductors within 10 cm of the connector area. Circuit #1 was open. Circuits #0 and 7 were intermittent. The ins was programmed with one of the three open circuits when received. The state of the adaptor provided the conditions for the ins to become out of regulation (oor). Analysis of the plug model 3550-29 found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.